Manufacturer narrative:
H3: product analysis of rfx058-115-08, lotno:b490581 found no damages with the navien catheter hub. No bends or kinks were found with the navien catheter body. However, the navien catheter was found to be separated at ~98.2cm from the proximal end of the catheter hub. The tubing material at the catheter-separated end exhibited plastic deformation, indicating the catheter likely separated due to tensile failure. The navien catheter total length was measured to be ~98.2cm and the usable length was measured to be ~91.5cm. Compared to the product drawing, ~23.5cm of the navien catheter distal end was found to be separated and not returned. Based on the device analysis and reported information, the customer¿s ¿catheter crushed¿ report could not be confirmed. However, the navien catheter was found separated. Possible causes of ¿catheter separation¿ include user operational context if the user advances or retrieves the device against resistance, vasospasm, patient vessel tortuosity, entrapment in a vessel, or the user applies excessive force, thus exceeding the tensile strength of tubing material. However, the cause of the catheter separation could not be determined. ( medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the navien was crushed. The navien and any accessories were prepared as indicated in the instructions for use (IFU). The navien was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of intracranial stenosis. The access vessel was the femoral artery with a diameter of 10mm. It was noted the patient's vessel tortuosity was normal.